Event description:
It was reported that the user experienced a low blood glucose shortly after breakfast while using a g7 cgm with the ilet system; the user had eaten sausage and scrambled eggs, announced the meal, had not exercised, recently changed supplies, and treated the event with oral glucose, with cgm values rising from a nadir of 44 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.